Event description:
It was reported the sheathing on the cables of the st holster were cracked and the cable connections wouldn't rotate smoothly prior to the start of a case. The st holster was swapped with another st holster and the case was completed with no pt consequence.

Manufacturer narrative:
Date sent: 06/08/2007. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.